Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock became disconnected. Customer's blood glucose was 349 mg/dl. The t:lock was reconnected and insulin delivery was successfully resumed.